Event description:
Upon administration of chemotherapy leaking was noted from equashield connection device. Chemo paused. Device was inspected and found to be firmly connected from male to female device. Male device changed and reconnected. Chemo continued to have slow leak. Female connector changed w/ no further leaks detected. All chemo properly and safely contained.